Event description:
It was reported that the preloaded intraocular lens (iol) came out of the shooter defective. Through follow-up we learned that the lubrication used to prepare the preloaded device was viscoelastic pro from another manufacturer and it was introduced from the cartridge cover. The dwell time was over 30 seconds and the surgeon advanced the iol completely with a twisting motion. When the surgeon advanced the iol small quarter (¼) twist turns were made. The iol presented a crack in the center. The iol was explanted at a later date. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. (B)(6) . Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.